Event description:
It was reported that the pt underwent a "pump replacement surgery" on (B)(6) the pump was explanted due to wound dehiscence; there were no plans to reimplant the pt due to medical frailty. No withdrawal was noted as the dose was being weaned. The pump contained lioresal diluted to 1000mcg/ml with daily dose of 300mcg/day. It was reported that the reason for the device replacement on (B)(6) was end of battery service. Though it was not alarming. Regarding pt outcome, it was noted that the pt had an explant due to wound dehiscence. Withdrawal was treated with inpatient hospitalization and oral baclofen. The pt was discharged home. No further itb (intrathecal baclofen) surgery will be possible as the pt had such severe ms and was unable to tolerate anesthesia.

Manufacturer narrative:
(B)(4).